Event description:
The patient reportedly was experiencing pain at the implant site with and without device use. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device. It was reported that the surgeon did not note any infection during the surgery.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to be occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. The patient has been reimplanted and the new device has been activated. This is the final report.